Event description:
The user facility reported that the pt coughed broken needle up after the first biopsy using the device. It was reported that none of facility staff had noticed that the tip had broken off from the device until that. The user commented that he had trouble with putting the wire of the stylet back after the first biopsy and so changed the device to another needle, but he did not realize that the tip had broken off. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corporation (omsc) for eval, and it was revealed that the needle was bent and broken at 17 mm from the distal end. In addition, (B)(4) reviewed the mfg records of the subject device and confirmed that there was no irregularity. Based on the previous investigation results of similar complaints, the reported phenomenon would occur if the user applied a load on a severely deformed needle in the opposite direction in an attempt to straighten it and this will lead to breaking of the needle. There is a possibility that excessive force during biopsy attribute to the bent at 20 mm from the distal end. Caution is given on the instruction manual against using an aspiration needle that has an irregularly bent or deformed needle tube and adding excessive force during use. This report is being submitted as a medical device report in an abundance of caution.